Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A revision procedure was performed to reposition the lead. During the revision, helix extension/retraction difficulty was encountered and the lead could not be refixed. This rv lead was extracted and replaced. No additional adverse patient effects were reported.